Event description:
The sales rep called into customer service and stated that (B)(6) called and said a 2 day old (B)(4) pump had sparks shooting from the adaptor. The sale rep stated: she gave the customer that experienced the sparking, the customer service number to contact and make a report. The sales rep did not provide customer info.

Manufacturer narrative:
In follow up with the sales rep, she stated she was unable to give pt info due to hipaa laws. She also stated she did not have the patient's info but that she did refer the customer to call medela customer service to report the sparking from wires issue. As there is no further info, we are unable to know if the customer did or did not call into customer service to report the issue, and unable to request the product to be returned to medela for testing. No further info could be obtained in regards to this issue. As a result of CAPA (B)(4) which was initiated for the pump in style transformer overheating/melting/sparking issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.